Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during laparoscopy, when the surgeon handled the prolene needle/tungsten needle holder (cev738t5), the jaws of the needle holder broke. It was reported that there was risk of trauma to the tissues adjacent to the surgical site and an unspecified prolongation of the intervention time occurred. The broken jaws were removed by the surgeon. No patient injury, death or significant delay in surgery time was reported.

Manufacturer narrative:
The tungsten needle holder (cev738t5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the tungsten needle holder verified the complaint reported by the customer as valid. The mobile jaw was broken. The fragment was returned. There was a corroded area at the breakage zone, it suggests a crack before the breakage. After disassembling, the pin between the traction wire and the jaw was deformed. No functional test could be performed on the device. Root cause analysis: it was determined that the issue may be due to bad adjustment of the tightening during the manufacturing operations or an excessive effort applied on the jaws during the use.